Manufacturer narrative:
Additional manufacturing narrative: neither the device nor diagnostic imaging was returned for evaluation. The reported clinical observation was unable to be confirmed. Manufacturing records were not reviewed as no lot number was provided. Based on the information received, mishandling of the device contributed to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an arterial cannula was placed in the descending aorta for blood infusion during cardiopulmonary support during surgery. The suture ring of the cannula fell off into the aorta while removing the cannula from the patient. The customer reported that they might have held down the suture ring while withdrawing the cannula. The suture ring was removed via echocardiography and the surgery was completed. The patient condition was noted to be recovered from the surgery. It remains unknown if the patient experienced a negative outcome due to this event. Model number, lot number, operation records and additional information were not provided as the event occurred six (6) months ago.